Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse black spots (flecks) the following information was provided by the initial reporter: ? Mouldy needle? Black dots as per photo in needle. Packaging not damaged. Black flecks that looked like mould.

Event description:
26-may-2025: I mentioned this as it was unusual occurrence and especially as was a needle from the same batch was used albeit a different box like the other 2 incidents that occurred with the blunt needle and the one with all the black flecks that looked like mould. So that is 2 needle issues (one blunt one ?mouldy) and so thought would mention the odd occurrence with the patient who has this pain and awaiting scan.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2409008. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, ten (10) picture samples were received for evaluation by our quality team. The pictures show an eclipse needle with black spots on the hub component. The black spots have been identified as embedded foreign matter (cosmetic issue). Twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility for review. None of the needles showed any black spots in the hub components. Regarding the black spots in the pictured needle hub, it is related to burnt resin of polypropylene (the hub material itself). This defect results from the high working temperatures within the injection molding machine. If the gases are not properly expelled, they can remain in the mold cavity and cause burnt particles. This is a cosmetic defect with no risk to the patient health. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.